Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at unknown the time of incident. Customer stated that the insulin pump was not exposed to moisture. Customer stated the contacts on the battery cap are neither missing nor damaged. Customer stated that battery compartment was neither damaged nor corroded. Customer stated that spring was neither damaged nor corroded. Display did not return after pump restart. The insulin pump will not be returned for analysis.